Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient reported that the therapy electrode pads were "ripping his skin off." The patient was using vaseline, salve and neosporin on the area. During a follow up, the patient reported that he saw his doctor who recommended the patient use neosporin and remove the device until the skin healed. The patient's wife reported that the area was a little better and some areas were beginning to scab over. There was no allegation of a device malfunction or damage to the therapy electrodes causing the reported skin condition. The final medical outcome of the skin condition is unknown.